Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced connect power alarm while connected the power module. It was noted that both the power module and the patient's system controller were new. The alarm was only seen when connected to the power module, and it cleared once switched to battery power. The event log file recorded power cable disconnect and low power hazard events while connected to the power module/ patient cable power. The patient had not had any further alarms while connected to battery power or while connected to a different power module and patient cable. Based on the initial troubleshooting, the controller was not suspected to be the issue. The connectors and connector pins were inspected for signs of damage and further troubleshooting was to be performed on a mock loop while monitoring the pump voltage value on the system monitor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect and low voltage alarms were confirmed via the submitted log files. Data from the reported event date 20feb2026 was reviewed for the submitted log files. The pump fixed speed and low speed limit (lsl) were set to 5800 revolutions per minute (rpm) and 5400 rpm respectively. The pump maintained a speed within the expected range throughout the reported event date. The controller event log file revealed an intermittent atypical power cable disconnect alarm on the black power cable when connected to the power module at 13:26:07. From 13:26:38 - 13:28:13, atypical power cable disconnect and low power hazard alarms are captured consistent with the report of "a ¿connect power¿ alarm while connected to the power module and the alarm was only seen when connected to the power module". The alarm cleared at 13:28:19 when connecting to battery power which is consistent with the report of " it cleared once switched to battery power". The alarms did not affect pump function and no other notable events were observed on the reported event date. The power module (serial unknown) was not returned for analysis. The provided information also indicated that the patient had not had any further alarms while connected to battery power or while connected to a different power module and patient cable. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. Serial number was not provided, a DHR review was not performed. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms, including power cable disconnect and low voltage alarms. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate 3 IFU section 8, entitled ¿equipment storage and care¿, addresses how to properly care for, maintain, and store all equipment for proper use including the power module patient cable. The heartmate power module IFU section 11 entitled ¿routine maintenance¿ states that the power module requires preventive maintenance at least once every 12 months for best possible operation. Preventive maintenance includes a functional test, replacing the power module backup battery, and replacing the power module patient cable. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.